Event description:
Both sleeves unsealed from shoulder to wrist rendering gowns unusable. % of them turned into me, came from different packages. A package with 4 unused gowns was also turned in as one of the unusable gowns did come from this package.======================manufacturer response for isolation gown, kimberly clark isolation gown (per site reporter).======================e-mail to company rep.what was the original intended procedure?protect staff from exposure to infectious agents from patients in isolation room.device #1is this a laboratory device or laboratory test?no.